Event description:
A customer contacted baxter's technical service center in 2008 regarding a negative ultrafiltration (uf) alarm that appeared on the homechoice display during drain 6/6. The drain volume was 1486 ml; the uf was -670ml. The patient's fill volume was 1600ml. The technical service representative (tsr) had the home patient reposition. The drain volume increased to 3312ml and was increasing when the caller ended the call. A follow up call was made to the patient's nurse on the following month. The nurse was unaware of any issues for the therapy in question. Per the nurse, the patient was hospitalized on a week earlier, for shortness of breath and chest pains which she states are unrelated to therapy. The nurse had no input into the cause of the large drain volume reported on original date.